Event description:
It was reported that there was a red doctor icon with the communicator. Troubleshooting determined there was poor cell signal in the area, so the patient was sent a new monitor and wia (wireless internet adapter). The patient was referred to clinic to have the device checked. Additional information determined that there have been several red alerts for high out of range shock impedances greater than 125 ohms. The was to perform further troubleshooting in the near future, however the patient had another procedure that they wanted to get out of the way first. No reprograming has been performed. The system remains in-service. No adverse patient effects were reported.